Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedances on this non- boston scientific right ventricular (rv) lead measuring greater than 2000 ohms. It was noted that impedances usually measure around 850-900 ohms. Technical services discussed programming options. At this time, this pacemaker and non-boston scientific device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).